Manufacturer narrative:
Additional information was provided in b.3.,b.5.,b.6.,d.10.,e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, patient came in complaining seemed like a film over vision and that she should be seeing better. There was no patient harm and the lens was replaced with non-company intraocular lens (iol).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced foggy vision. The lens was exchanged for another lens model 03 month 07 days following the initial procedure. Clinical reason for explant was mentioned as residual refraction. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).